Manufacturer narrative:
Unit received with blank display due to electronic damage by moisture. The motor assembly received with moisture damage. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was unknown. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was exposed to moisture from swim trunks, but not submerged; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.